Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the leak was due to one of the supply lines completely separating from the cassette. The cause of the separation could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was leaking. This event occurred during priming. The patient was not connected. During troubleshooting, the patient noticed that there was solution coming from the homechoice door. The patient removed the cassette and noticed that the tubing on one of the supply lines had separated clean off the cassette membrane. The patient did not notice any damage on the cassette tubing or membrane where the separation occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.